Manufacturer narrative:
Concomitant medical products: heli-fx guide, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used prophylactically in an endurant stent graft system during the endovascular treatment of a 45mm diameter abdominal aortic aneurysm. It was reported during the index procedure the patient experienced procedural bleeding, hypotension and renal stenosis. Medication, a blood transfusion and the insertion of a renal stent was completed and the events resolved. The patient again had bleeding with anemia 2 days post the index procedure and received an additional blood transfusions resolving the event. Per the investigator the cause of the bleeding and hypotension were procedure related and the renal stenosis was not related to the devices or procedure. Approximately 3 weeks post the index procedure the patient presented with right leg pain and diagnosed with peripheral ischemia related to the index procedure. An additional endovascular procedure was completed and the event resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Other relevant device: catalogue # sg-64, lot number 44397; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.